Event description:
Reporter stated that pt disconnected from their device in order to change the cartridge, infusion set, and infusion site, and forgot to reconnect themselves to the device. As a result, their blood glucose elevated to 500-600 mg/dl. Reporter also stated that pt's blood glucose was over 200 mg/dl when the device was disconnected, so reporter is not sure if the device was working properly. No error messages were generated by the device. Pt was hospitalized for high blood glucose and was treated with insulin injections and IV saline. Pt was still in hosp at time of report.